Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately five years post implantation due to wear. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to wear event description: it was reported that a patient underwent an initial left hip procedure on (B)(6) 2013. Subsequently, the patient was revised due to wear on (B)(6) 2018. It was reported that portion of the tm shell above the locking ring tabs was broken. This allowed the liner to move and some of the elevated portion of the liner was broken as well. Review of received data: - x-rays dated (B)(6) 2018 were received. X-rays are both with low quality. Only fact regarding the head is the minimal eccentric positioning of it with respect to the cup, which indicates that the liner is most probably dislocated. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) => possible, metallic shell's tabs are broken and liner displaced. Failure of connection between stem and ball head, implant breakage, corrosion, "metallosis", dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, it cant be evidenced, however, cannot be excluded. -failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => possible, product not received for investigation, therefore cannot be excluded. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity => possible, not reported, however, cannot be excluded. Conclusion: it was reported that a patient underwent an initial left hip procedure on (B)(6) 2013. Later on, the patient was revised due to wear on (B)(6) 2018. According event, portion of the tm shell above the locking ring tabs was broken. This led the liner to move and some of the elevated portion of the liner was broken as well. Raw material certificate of the head confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The reason of the reported wear of the head is due to the friction between the ceramic head and the shell after the liner displacement due to the broken tabs of the metallic shell. However, since no product was received, we cannot make a further in-depth analysis of the event regarding the head. However, possible reasons leading to the initiation of the failure could be the soft tissue laxity, malpositioning of the components and inappropriate assembly of the head on the stem. The investigation of the shell breakage will be covered under zimmerbiomet warsaw split case (B)(4). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).